Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the drawer 4 was unable to recover and also indicated clear obstruction and close the door. The technical support specialist (tss) guided the customer through recovering the storage space and confirmed that the drawer issue was successfully resolved. The customer verified that the issue was fully corrected and granted permission to close the case. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, hardware failed and main drawer 4 could not be recovered. It was indicated that an obstruction needed to be cleared. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.